Event description:
Report received from (B)(6) stating that the device has a damaged cord. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cord damage" was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).